Manufacturer narrative:
Unit passed displacement test and selftest. Unable to verify charge/battery lasts less than expect anomaly due to no battery received with unit. No unexpected low battery alerts noted during testing. Unit received with sleep current measurement and active current measurement due to moisture damage on electronic board stack. Corroded force sensor assembly and moisture damage on motor assembly. (B)(4).

Event description:
Information received by medtronic indicated that they received low battery alert. Customer reported that the battery did not last more than 1 week. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.